Event description:
Syringe pump infusing continuous versed infusion spontaneously shut off. The error log revealed that the origin of the malfunction was a split nut error. Pump alarmed 'syringe calibration' required, and the infusion stopped on its own.